Event description:
It was reported that a stopper of a bd¿ veo insulin syringes with bd ultra-fine needle was missing.

Manufacturer narrative:
Investigation summary: customer returned (1) loose 1/2cc, 6mm syringe. Sample was forwarded to manufacturing (holdrege) on 11jan2019 for further review. On 14jan2019, holdrege received (1) loose 1/2cc, 6mm syringe. All samples were decontaminated per hstr-17 and hqa- 68 prior to being evaluated. A review of the device history record was completed for batch# 7261505. All inspections and challenges were performed per the applicable operations qc specifications. There were seven (7) notifications that did not pertain to the complaint. Severity ranking is s1. A complaint history check was performed and this is the 1st related complaint for stopper missing on lot # 7261505. Investigation conclusion: the returned syringe was examined and exhibited a missing stopper. No damage to the plunger was noted. Root cause description: on the assembly metro machine where the dial for the plunger comes around to connect with the stopper, a plunger or stopper could get hung up in the dial, not allowing the syringe to assemble properly. Rationale: based on the above, no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Correction: in the previously submitted MDR, brand name was incorrectly referenced as the medical device expiration date. This supplemental MDR is being submitted to correct those references to show the following: medical device expiration date.

Event description:
It was reported that a stopper of a bd¿ veo insulin syringes with bd ultra-fine needle was missing.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a stopper of a bd¿ veo insulin syringes with bd ultra-fine needle was missing.